Manufacturer narrative:
Continuation of d10: product ID a810, serial# unknown, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (unknown) at unknown concentration/dose via an implantable pump for unknown indication for use. It was reported that the hcp saw the motor stall recovery alert when reading patient's pump and stated the patient had not had an magnetic resonance imaging (MRI) since the pump was last updated. The company rep could not confirm if the patient had ever had an MRI since implant. The company rep also stated patient had some symptoms in the last couple of weeks and felt "off". They were not sure if it seemed like the patient might had been getting too much or too little medication.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was from a healthcare provider (hcp) via a company representative stated that the hcp assistant ran the pump logs but did not show any motor stalls. It was noted that there was no volume discrepancy at the last refill. However, the hcp assistant was not sure if the fluctuation was due to the patient¿s disease or if there was any concern with the pump. It was unknown if the event was due to an infusion system. Action: the pump dose was decreased to 5 percent on 2024-march 11th during the patient visit. Outcome: the patient is going to try the dose decrease and will report back at his next appointment. The hcp assistant said, ¿if there are any concerns after the patient¿s next visit, they will do a catheter dye study.¿ there were no other plans at this time.